Event description:
Our sales rep attended the knee replacement case with the dr. The sales rep reported that the size 9 baseplate was placed on the impactor with the cement and that the dr placed the baseplate on the prepared tibia and impacted. Apparently when the surgeon tried to loosen the impactor the mechanism didn't release. This was 4 1/2 minutes in the cement preparation time. According to the surgeon he had to remove the complete setup. Our sales rep inspected the item and reports that the tread appears to be broken off. The surgeon completed the case by using a size 7 baseplate and another mix of cement. According to the surgeon there were no consequences. The items are being returned for...

Manufacturer narrative:
The investigation is in process. No add'l info is available at this time.